Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic after receiving hv therapies for vf. The patient was syncopal during the episode and extended charge time was observed. The device was explanted and replaced. The patient condition is stable.